Manufacturer narrative:
Investigation summary: customer returned (60) 1/2cc, 12.7mm, 30g syringes (1 in an open poly bag, 50 in sealed poly bags) from lot # 1011614 as well as a shelf carton for 3/10cc, 6mm, 31g syringes from lot # 8134968. Customer states that the plunger rod is missing and feels the needle length is 1¿. All returned syringes were examined and one sample from the open poly bag exhibited a missing plunger rod. Thirty out of 60 returned syringes were also tested (10 from the open poly bag, 20 from the sealed poly bags) using the length gauge and the cannula length of these syringes all fell within specifications for 12.7mm length, as stated on the returned poly bags. A review of the device history record was completed for batch# 1011614. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Based on the samples and/or photo(s) received the investigation concluded: -unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure (needle length questionable). Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no CAPA is required at this time.

Event description:
It was reported that an unspecified number of syringe 0.5ml 30ga 1/2in uf 10bag 500cs experienced a patient end cannula that was too long. The following information was provided by the initial reporter: material no: 328466. Batch no: unknown . Verbatim: item # 328466 lot # unknown cant see it. Found 1 syringe plunger rod missing. Others needle length questionable. Feels they are 1" unknown occurrence date.

Event description:
It was reported that an unspecified number of syringe 0.5ml 30ga 1/2in uf 10bag 500cs experienced a patient end cannula that was too long. The following information was provided by the initial reporter: material no: 328466, batch no: unknown. Verbatim: item # 328466, lot # unknown cant see it. Found 1 syringe plunger rod missing. Others needle length questionable. Feels they are 1". Unknown occurrence date.

Manufacturer narrative:
The lot # and device manufacture date have been updated. The following information has been updated: medical device lot #: 1011614. Device manufacture date: 2011-03-22.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that an unspecified number of syringe 0.5ml 30ga 1/2in uf 10bag 500cs experienced a patient end cannula that was too long. The following information was provided by the initial reporter: material no: 328466, batch no: unknown. Verbatim: item # 328466 lot # unknown cant see it. Found 1 syringe plunger rod missing. Others needle length questionable. Feels they are 1". Unknown occurrence date.